Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection and functional flow testing were performed. The device flowed without issue. No malfunctions or abnormalities were identified during the evaluation of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the large volume infusor did not flow. This was identified during infusion. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.